Event description:
It was reported by the customer that a bolus of 1000ml sodium chloride 0.9% was manually programmed as secondary infusion at a rate of 999ml/hour. It was intended that following the bolus, the primary infusion of sodium chloride 0.9% would continue at a rate of 75ml/hour, however the primary infusion infused at 999ml/hour. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported by the customer that a bolus of 1000ml sodium chloride 0.9% was manually programmed as secondary infusion at a rate of 999ml/hour. It was intended that following the bolus, the primary infusion of sodium chloride 0.9% would continue at a rate of 75ml/hour, however the primary infusion infused at 999ml/hour. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.